Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications with known ac adapter. Dark grey substance, e.g battery acid, was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting were observed. The returned batteries were observably damaged. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed.

Event description:
Customer contacted ameda, inc. On 02/10/2017 to report clear fluid leaking from the battery compartment of her purely yours breast pump while pumping on battery power. This event occurred on (B)(6) 2017 while in the customer's car. She reports hearing a sizzle sound inside the pump base followed by decreased suction then clear fluid leaking from the base. Customer's right pointer finger came in contact with this fluid resulting in a chemical burn. She states washing her hands immediately, did not apply any medication or contact her healthcare provider. Customer was sent a replacement purely yours pump base.